Manufacturer narrative:
D2b: pro code: fge, lit g4: premarket / 510(k): k141521, k141597. Device evaluated by MFR.: mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A tear was identified in the balloon material approximately 30mm proximal from the distal tip. Visual and tactile examination identified shaft damage approximately 30mm proximal from the distal tip. A visual examination observed no damage to the tip of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion is located in the cephalic vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion is located in the cephalic vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications reported.